Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that nine years and ten months post implant of this bioprosthetic valve, this valve was explanted and replaced for unknown reasons. No adverse patient effects were reported.